Event description:
Poor augmentation was noted during iabp. The pt had a massive pulmonary hemorrhage. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 12/30/1998, the following information was reported to datascope: the pt was on repro and heparin and experienced pulmonary hemorrage shortly after arrival to critical care after cardiac cath, angioplasty and iabp insertion. Bronchoscopy showed no localized bleeding. Generalized bleeding was noted from both lungs. Event complications: massive pulmonary hemorrhage - reported 12/24/1998. Pt's current status: unk - reported 12/24/1998.